Manufacturer narrative:
The investigation has been started, but has not yet been concluded. The result will be provided in a follow-up report.

Event description:
It was reported that the device performed an auto reboot. No injury was reported.

Manufacturer narrative:
It was reported that the device problem could be rectified by replacing the device-internal power supply. There was no log file available and, neither further information nor the replaced power supply were made available to dräger. Hence, a case specific evaluation is not possible. Due to the limited information the issue could neither be confirmed nor denied. The available details do not allow a reliable conclusion in regard to the potential root cause since the mechanism of fault could not be fully understood. Given that the problem was indeed related to the power supply can only be stated that the field failure rate of the functional unit is within foreseen range of the product's risk management and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2019-00360.